Event description:
A customer contacted beckman coulter inc. (Bec) stating that there was fluid was leaking from the probe of their coulter act diff analyzer. The volume of the leak was about 1ml and was not contained within the instrument. The leak was discovered during the qc run, there were no patient specimens run. The operator was wearing personal protective equipment (ppe) consisting of a lab coat and gloves at the time of the incident. No injury or exposure was reported.

Manufacturer narrative:
A field service engineer (fse) went on-site and found that the vacuum isolator chamber (vic) was full and was not draining properly. The fse replaced the vic and the respective tubing. The instrument then ran without any leaks. The repairs were verified per established procedures. The cause of the leak is related to the vic. (B)(4).